Event description:
Patient underwent cataract surgery in 2001 and implantation of staar model aa-4203vf intraocular lens. As stated the lens was being injected into the eye, went through the posterior chamber, and tore it. The doctor removed the lens and performed an anterior vitrectomy. The doctor used a staar aq lens as a back up.